Event description:
It was reported to tyco/kendall healthcare on 9/4/2001 that a peritoneal catheter was removed and found to be shredded. It was alleged that the distal end remained in the person. No product code or lot number was available.